Event description:
The customer reported that during a patient event, their device would not detect the patient when the defibrillation electrodes were connected and kept prompting "connect electrodes". The customer stated that they did not have a back up set of electrodes for use. The customer did not provide any additional details of the event. The patient reportedly did not suffer any adverse effects during the reported event.

Manufacturer narrative:
(B)(4). Physio-control has been unable to reach the customer regarding additional details of the reported event. Because physio has been unable to reach the customer, it is unknown what the current status of the device is and whether or not the customer will be getting the device evaluated. The device has not been returned to physio-control for evaluation. The cause of the reported device issue could not be determined.